Event description:
A hospital pharmacist reported that the surgeon observed foreign body in the pt's eye during a procedure. The foreign substance was removed during the initial procedure without harm to the pt. The pt received prophylactic antibiotic therapy. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).